Event description:
This customer reported that they were unable to acquire a 12-lead on a patient. There was no negative patient impact.

Manufacturer narrative:
(B)(4): this customer reported that they were unable to acquire a 12-lead on a patient. There was no negative impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.